Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the te recognition test. Upon eval, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the te recognition failure is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's father contacted zoll customer support for an unrelated issue. During servicing of the pt's belt, a reportable event was discovered. The belt failed the te recognition test. The pt was issued a replacement electrode belt.